Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an inaccurate result of "65mg/dl" as compared to a laboratory device that read "89mg/dl." This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/04/2014). Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 05/28/2014 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.